Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. The blood glucose at the time of the incident was 332 mg/dl. The customer stated that she had called before and completed troubleshooting and was having no delivery alarms again. She stated that she left the same site and connected to her old insulin pump and did not receive the alarm with that device. Most recent blood glucose level was 174 mg/dl. The customer declined troubleshooting and to receive a loaner insulin pump. The device will not be returned for analysis.